Event description:
Related manufacturer reference number: 2938836-2020-00887; 2938836-2020-00888; 2938836-2020-00889 it was reported that the patient's device was explanted due to pocket infection. All the leads were capped on (B)(6) 2019. The patient had been very sick for a long time but was stable before, during and after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
Related manufacturer reference number: 2938836-2020-00887; 2938836-2020-00888; 2938836-2020-00889. It was reported that the patient's device was explanted due to pocket infection. All the leads were capped on (B)(6) 2020. The patient had been very sick for a long time but was stable before, during and after the procedure.